Event description:
Material no.: 320122. Batch no.: 9036890, unknown. It was reported by the consumer that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g nothing comes out of the pen needle during injection. This occurred on 50 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: consumer reported nothing comes out of the pen needle during injection. He has been using pen needle for 5 years. He does the priming. He uses the new pen needle each time of his injection. He visually tests the needle on both end to see if it is straight. He does rotate the injection site. He does not tighten the pen needle during attachment. He is due for his refills in august he has few left. Incident date-unknown.it has happened with other boxes with the same item#. Lot#-unknown.

Manufacturer narrative:
H.6. Investigation: customer returned (35) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported nothing comes out of the pen needle during injection. All 35 returned pen needles were examined, and the following was observed: - 25 with bent non-patient end (npe) cannulas; 6 of these were bent on the patient end (pe) cannulas - 10 with straight npe cannulas; 5 of these were bent on the pe cannulas all 10 pen needles with straight npe cannulas were tested for flow using a test pen injector, and all 10 were able to expel properly. No evidence of manufacturing defect was observed on the samples. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 35 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe and pe cannulas is user error; user error when attaching the pen needle to a pen injector may result in a bent npe cannula, and removing/re-attaching the cannula shield or cover obliquely may result in a bent pe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
Material no.: 320122 batch no.: 9036890, unknown it was reported by the consumer that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g nothing comes out of the pen needle during injection. This occurred on 50 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: consumer reported nothing comes out of the pen needle during injection. He has been using pen needle for 5 years. He does the priming. He uses the new pen needle each time of his injection. He visually tests the needle on both end to see if it is straight. He does rotate the injection site. He does not tighten the pen needle during attachment. He is due for his refills in august he has few left. Incident date-unknown.it has happened with other boxes with the same item#. Lot#-unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9036890. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-05. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
Material no.: 320122, batch no.: 9036890, unknown. It was reported by the consumer that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g nothing comes out of the pen needle during injection. This occurred on 50 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: consumer reported nothing comes out of the pen needle during injection. He has been using pen needle for 5 years. He does the priming. He uses the new pen needle each time of his injection. He visually tests the needle on both end to see if it is straight. He does rotate the injection site. He does not tighten the pen needle during attachment. He is due for his refills in august he has few left. Incident date- unknown. It has happened with other boxes with the same item#. Lot#- unknown.